Manufacturer narrative:
MFR ref no.: (B)(4). Baxter did not receive and was not able to evaluate the device. If the device is received and the eval is complete, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported that there was no pt injury.